Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint #: (B)(4). Investigation summary: examination of the returned finds the smaller post and balseal are damaged/deformed. Hhe (health hazard evaluation)/qrb (quality review board) (B)(4)recommended a device correction which was initiated on (B)(4) 2015. (B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. (B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Balseal on attune trial broke, the surgeon admitted he incorrectly removed the trial. (B)(4). Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.